Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, there was a failure to remove the po2. The pt was taking plavix, and it was not discontinued until a few hrs prior to the cpb. The pt was weaned from cpb after a 200 mins cpb time period. Protamine was given to reverse the heparin and more than normal bleeding was occurring and pt rec'd homologous blood, including red cells, ffp, and platelets. The bleeding continued and after about an hr, the cv surgeon elected to go back on cpb in attempt to locate the bleeding source. A full dose of heparin was given and cpb was re-instituted. After a cpb period of 65 mins, the pt again was weaned from cpb and the heparin was reversed with protamine. More blood products were administered. During the first 2 cpb periods, the (B)(4) oxygenator was functioning effectively. The pt's blood pressure and hemodynamic status was deteriorating and again the cv surgeon elected to place the pt back on cpb (about 40 mins after previous cpb period). A full dose of heparin was administered and cpb was re-instituted, the venous blood was quite dark, and confirmed with svo2's in the 30-35% range. An arterial blood gas was drawn shortly after the initiation of cpb with results of: ph of 7.39, pco2 o 25 mmhg, and po2 of 396 mmhg. The hematocrit during this last cpb period was low at 13-19%. The venous blood continued to be very dark and an arterial blood gas was drawn within 10 mins and results were: ph of 7.28, pco2 of 54 mmhg, po2 of 48 mmhg, and the sao2 was 82%. The act on this sample was > 999 seconds. The perfusion team elected to splice an add'l oxygenator into the recirculation line. Shortly after an arterial blood gas showed improvement with ph of 7.36, pco2 of 34 mmhg, and the po2 of 190 mmhg. The venous blood remained dark and a venous blood gas was sampled with results of ph of 7.36, pco2 of 44 mmhg, and a po2 of 20 mmhg with a svo2 of 33%. The pt was weaned from cpb with difficulty and continued to be hemodynamically unstable. The cv surgeon placed centrimag heart assist devices to support both the left ventricle and right ventricle. The pt was discharged to ICU in very serious condition and 18 hrs later the pt remained on a ventilator and was not responsive to commands. The pt expired on (B)(6) 2011.

Manufacturer narrative:
Terumo has rec'd the actual device for eval and performance testing confirmed the complaint. A rep sample was also tested and produced passing results for co2 and o2 transfer. Based on the test results, it was determined that the sample could not be returned to an "as manufactured state" to produce valid test results. The sample results indicate that the visible contamination of the fibers reduced the ability of the unit to transfer gasses. (B)(4). Method: device performance tested, photographic images.